Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 101 mg/dl at the time of the incident. Customer states that customer was able to clear and rewind pump. Customer had experienced multiple unexpected restart alarms after battery change. Advice that the pump will need to be replaced. The customer was assisted with troubleshooting. Device will return for analysis.

Manufacturer narrative:
Device passed the self test, displacement test and unexpected restart error test. No unexpected restart alarm noted during the testing.